Event description:
The motor shaft of the centrifuge broke below the rotor, allowing the rotor to spin freely. In so doing, the rotor hit the inside of the centrifuge lid causing it to open. The fixed angle rotor came out of the centrifuge and landed on the lab bench where it stopped spinning. There were no injuries. (B) (4)